Manufacturer narrative:
The impella pump and data logs were not returned for analysis. The logs are expected as are more clinical details. The investigation of the event has yet to begin. Upon completion of the investigation, results will be shared via a supplemental medwatch.

Event description:
A (B)(6) year old female in cardiogenic shock was admitted to the facility in (B)(6) for cardiac care. During the coronary angioplasty the patient condition deteriorated and so the impella 2.5 was placed. On the 3rd day of support there was an infusion made of 4 units of blood to treat presumed hemolysis. The pump remained on for support for another 4 days until explant.